Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Patient reported a vas pain score of 6 at 34 days postoperatively. The patient also submitted incision photos out to 32 days postoperatively. After review of the patient-reported data in orthologiq, including a higher-than-expected vas pain score, persistently limited range of motion and presence of a wound vacuum (at day 32 post-op), the care team brought this patient into office for examination and suspected acute infection. A postoperative tibial liner exchange was performed for the acute infection.